Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0503498v, implanted: (B)(6) 2005, product type: lead. Product ID: 3031a, lot# serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3095-10, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. It was reported that the patient had the device turned off by security gates while shopping back in 2008.